Manufacturer narrative:
The proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of the implantable pulse generator (ipg) system the patient developed a hematoma. Subsequently the incision site separated and a pocket infection developed. The implantable pulse generator (ipg) system was explanted and the patient treated with antibiotics. No further patient complications have been reported as a result of this event.